Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01917 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The customer reported that during implant, noise was observed while using an electrocardiograph monitor. Electromagnetic interference between the monitor and heartmate 3 lvas was suspected. The issue was resolved by keeping the cables arranged away from the pump, and there was no health hazard as a result of the event. The patient remains ongoing on vad support. The heartmate 3 instructions for use (japan) notes that the hm3 lvad may create electromagnetic interference with ECG monitoring in the surgical procedures section. Adjustment of ECG lead placement may reduce level of interference. The safety testing and classification section of the IFU states that if the hm3 lvas does cause interference to another device, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increase the separation between the equipment, connect the equipment to an outlet on a circuit different from that to which other devices are connected, or contact the manufacturer for assistance. The relevant sections of the device history records for mlp-017194 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was fitted for a left ventricular assist device (lvad) and noise was generated in the combined medical device during implantation surgery. Electromagnetic interference between the combined medical device and this product was suspected. This was resolved by keeping the cable arrangement of the device as far away from the blood pump as possible. There was no health hazard due to the event.